Event description:
The reporter stated the surgeon inserted a aa4203tl silicone single piece lens with toric optic. There was a posterior capsule tear and a vitrectomy was performed. The surgeon cut the lens to remove from eye and implanted a different lens model. Cause of capsule tear is unk.

Manufacturer narrative:
(B)(4). Eval, method : lens work order search. Results - a lens work order search was performed and no similar complaint was found within the same work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation results: results - visual inspection of the returned product found the optic and plate haptics torn. Pieces on both haptics and optic are torn off and missing. There was evidence of reddish residue on lens surface. Device history review: review the complaint file, device history record and performing a root cause analysis, there is no direct evidence that leads to the root cause of this complaint. The root cause is not likely related to the manufacturing process of the lens. A posterior capsule tear is more commonly secondary to surgical manipulations performed by the surgeon during intraocular surgery. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, device history review and the evaluation of the returned product, a specific root cause of this event could not be determined.

Manufacturer narrative:
Medical review: reportedly intraoperative lens exchange was performed to address posterior capsular tear noted upon iol (silicone single-piece with toric optic) insertion. Vitrectomy was performed and another lens of different model was implanted successfully. No reported postoperative sequelae. It is very likely that posterior capsular damage had occurred during the phacoemulsification (before lens insertion) but was not identified until the surgeon tried to place the iol. Per dfu warnings:" this iol should not be implanted if the posterior capsule is ruptured or if a primary capsulotomy is to be performed." Conclusions: based on the complaint history, lens work order search, device history review, medical review and the evaluation of the returned product, a specific root cause of this event could not be determined.